Event description:
It was reported that an obvious decline in pts hearing performance was noticed by the guardians since (B)(6) 2012. A history of a head trauma was denied by the guardians. Problems with the external parts were excluded. The pt was re-implanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.